Event description:
It was reported that an increased capture threshold was observed. Review of x-ray revealed externalized conductors. All other measurements were good. The lead remains implanted and the patient to be followed up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.